Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. A sample was not received for the investigation. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause(s). A corrective and preventative action has been opened to further investigate the reported condition. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported since (B)(6) 2023, there have been numerous occasions where we they have ended up with air in the line ranging from small air bubbles to air in the full length of the line from the pump to the peg. This has happened on both feeds during the day and especially at night. On one occasion where the feed had been fully primed normally the line then filled with air and no alarm detected the air in line which was then running into their child for a short period before they had detected it themselves. The nighttime feed has them left extremely anxious incase it happens again which unfortunately it has been an ongoing issue to stay awake due to fear of air bubbles without any alarming due to previous occasions. This issue has occurred from when the baby was two months old. It has occurred at home and on the go with the pump bag. The patient has been in a lying down position when the issues have occurred. It has happened during both night time and day time feeds. Neither the ng/peg were kinked. The ng is size 6 french and the peg was started on (B)(6) 2023. The pump was running on feed only at the time, no medications had been delivered.

Manufacturer narrative:
Initial reporter's email address: (B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.